Event description:
Customer was given lantus based on the result of 177 mg/dl obtained on mobile system 1. Approximately 1.5 hours later the customer passed out while at school. His teacher tested him on mobile system 1 and obtained a result of 130 mg/dl. The teacher treated him with glucagon and obtained a result of 46 mg/dl on mobile system 2. The customer was given more sugar, and 20 minutes later tested 115 mg/dl. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). (B)(4).